Manufacturer narrative:
H.6. Investigation summary: three customer photos and twenty customer samples (10 from batch# 3055869 and 10 from batch# 3093352) were received for review and analysis. After review and analysis of the customer photos, bd is unable to confirm the customer reported defect for overfill and tube push off. In addition, 10 customer samples for batch# 3055869 were subjected to a draw volume test. All tubes were within specification. Therefore, bd is not able to confirm the customers reported failure mode with the customer sample test results. In addition, 10 customer samples for batch# 3093352 were subjected to a draw volume test. All tubes were within specification. Therefore, bd is not able to confirm the customers reported failure mode with the customer sample test results. In addition, 20 retain samples for batch# 3055869 were subjected to a draw volume test. All tubes were within specification. Therefore, bd is not able to confirm the customers reported failure mode with the retain sample test results. In addition, 20 retain samples for batch# 3093352 were subjected to a draw volume test. All tubes were within specification. Therefore, bd is not able to confirm the customers reported failure mode with the retain sample test results. No tubes experienced tube push off. The device history record was reviewed with no issues being identified. The following fields were updated due to additional information: d9: device available for evaluation:  yes, d9: returned to manufacturer on: 2023-06-27.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the whole tube push off non-patient end of needle and there was overfill. The following information was provided by the initial reporter: customer reports an issue with the vacuum seems to be too strong, at causes a collapse on patients veins during blood collection. Customer problem: vacuum issue - collapses patients veins during blood collection. Steps taken with customer/troubleshooting: customer agreed to send back samples of affected lot#: 3055869 and lot#: 3093352. Did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? No. Vacuum issue - collapses patients veins during blood collection.

Manufacturer narrative:
D4. Medical device lot #: 3093352. D4. Medical device expiration date: 2024-03-31. H4. Device manufacture date: 2023-04-03. D4. Medical device lot #: unknown . D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown . E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the whole tube push off non-patient end of needle and there was overfill. The following information was provided by the initial reporter: customer reports an issue with the vacuum seems to be too strong, at causes a collapse on patients veins during blood collection. Customer problem: vacuum issue - collapses patients veins during blood collection. Steps taken with customer/troubleshooting: customer agreed to send back samples of affected lot#: 3055869 and lot#: 3093352. Did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? No. Vacuum issue - collapses patients veins during blood collection.